Manufacturer narrative:
(B)(4): the iab was not returned and so could not be evaluated. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event

Event description:
(B)(4): per phone conversation with (B)(6) on (B)(6) 2016, they have received the return kit and the request to return the balloon for evaluation. At this time, they are not returning the balloon for evaluation due to their internal procedure/investigation. If they determine that they want it evaluated, they will return it at that time. I indicated that we would close the case and could always reopen when and if the balloon is returned for evaluation. (B)(4). During clinical support of a pt pst ccl procedure they encountered several "leak in iab circuit " alarms. Attempted to autofill which solved the problem for about 3-5 mins when alarm would appear again. Upon inspection it was noted there was blood in the distally lumen of the helium tubing. Verified on inside not outside. Explained at some time a leak in the balloon had occurred and the balloon needed to be removed. New info received from facility, (B)(6), (B)(6) 2016: we are in receipt of a letter from a reported complaint from our ICU manger to (B)(4). I wanted to reach out to you and see if we can arrange a call next week to discuss your request for return. We will be submitting a FDA 3500a on the following product: the balloon catheter info: linear 7.5 fr. 34 cc intra aortic balloon catheter. Ref.# -684-00-0479-01u, lot 3000022514, exp. 11/30/18, vendor - (B)(4). We became aware of the need for the device to be surgically removed on (B)(6) 2016. The pump(datascope cs 100i) began to alarming with the error of loose connections or helium loss approximately 12 hours after insertion. Connections were checked and ensured to be secure. Blood was then identified in the line. The catheter was unable to be deflated and removed safely and surgical intervention was required.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was not returned. -an underwater leak test of the balloon, catheter and y-fitting was performed and four leaks were detected on the membrane. Three leaks were plaque abrasions approximately 4.6cm, 6.1cm and 7.1cm from the rear seal measuring (2) 0.013cm and 0.038cm in length. The other leak was a sharp edge penetration approximately 7.6cm from the rear seal measuring 0.076cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The other leak penetration appears to have been caused by a sharp object. This may have occurred during iab removal from the patient. (B)(4).

Event description:
Per phone conversation with (B)(4) on (B)(4) 2016, they have received the return kit and the request to return the balloon for evaluation. At this time, they are not returning the balloon for evaluation due to their internal procedure/investigation. If they determine that they want it evaluated, they will return it at that time. I indicated that we would close the case and could always reopen when and if the balloon is returned for evaluation. During clinical support of a pt pst ccl procedure they encountered several "leak in iab circuit " alarms. Attempted to autofill which solved the problem for about 3-5 mins when alarm would appear again. Upon inspection it was noted there was blood in the distal lumen of the helium tubing. Verified on inside not outside. Explained at some time a leak in the balloon had occurred and the balloon needed to be removed. New info received from facility, (B)(4) 2016: we are in receipt of a letter from a reported complaint from our ICU manger to (B)(4). I wanted to reach out to you and see if we can arrange a call next week to discuss your request for return. We will be submitting a FDA 3500a on the following product: the balloon catheter info: linear 7.5 fr. 34 cc intra aortic balloon catheter. Ref.# -684-00-0479-01u, lot 3000022514. Exp. 11/30/2018. Vendor - (B)(4). We became aware of the need for the device to be surgically removed on (B)(6) 2016. The pump(datascope cs 100i) began to alarming with the error of loose connections or helium loss approximately 12 hours after insertion. Connections were checked and ensured to be secure. Blood was then identified in the line. The catheter was unable to be deflated and removed safely and surgical intervention was required.

Event description:
(B)(4), they have received the return kit and the request to return the balloon for evaluation. At this time, they are not returning the balloon for evaluation due to their internal procedure/investigation. If they determine that they want it evaluated, they will return it at that time. Indicated that we would close the case and could always reopen when and if the balloon is returned for evaluation. (B)(4) 09-feb-2016 during clinical support of a pt pst ccl procedure they encountered several "leak in iab circuit " alarms. Attempted to autofill which solved the problem for about 3-5 mins when alarm would appear again. Upon inspection it was noted there was blood in the distall lumen of the helium tubing. Verified on inside not outside. Explained at some time a leak in the balloon had occurred and the balloon needed to be removed. New info received from facility, (B)(4), 4-feb-2016: we are in receipt of a letter from a reported complaint from our ICU manger to (B)(4). I wanted to reach out to you and see if we can arrange a call next week to discuss your request for return. We will be submitting a FDA 3500a on the following product: the balloon catheter info: linear 7.5 fr. 34 cc intra aortic balloon catheter. Ref.# -684-00-0479-01u lot 3000022514 exp. 11/30/18 vendor ¿ (B)(4). We became aware of the need for the device to be surgically removed on (B)(6) 2016. The pump(datascope cs 100i) began to alarming with the error of loose connections or helium loss approximately 12 hours after insertion. Connections were checked and ensured to be secure. Blood was then identified in the line. The catheter was unable to be deflated and removed safely and surgical intervention was required.

Manufacturer narrative:
Correction: date of report and date rec' d by MFR dates were not entered in the initial MDR. Date of report: date: 02/04/2016. Date rec'd by MFR date: date: 02/04/2016.